Event description:
It was reported the lv (left ventricular) lead was explanted due to chronically elevated threshold. No patient complications were reported as a result of this event. Additional information reported the lead was not replaced. Due to sub vein stenosis, a new lead could not be inserted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead returned. Evaluation summary (B) (4) no anomalies found; full lead.

Event description:
It was reported the lead was explanted and replaced due to chronically elevated threshold. No patient complications were reported as a result of this event.